Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received appropriate therapy for ventricular tachycardia (vt) in the ventricular fibrillation (vf) zone. Following, the shock, noise was observed across the right atrial (ra) and right ventricular (rv) lead which are non-boston scientific leads. It was noted that this was a known issue. Technical services (ts) was consulted for further evaluation and guidance. Ts reviewed the episode and informed that the oversensing of noise post-shock is most likely related to the patient activity at the time. Ts recommended contacting the other manufactures directly for lead specific information and troubleshooting. At this time, the device remains in service. No adverse patient effects were reported.